Event description:
It was reported that, during a meniscus repair surgery, t1 of the ultra fast-fix failed to secure in the meniscus and t2 fell off from the needle. Surgery was resumed, after a non-significant delay, using a back-up device instead. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection revealed the device was returned without anchors and suture. The actuator was fully triggered. The needle was coated in debris. No physical damage visible to the device. A functional evaluation revealed the actuator and actuator tip function as intended. A review of the customer provided image confirmed the reported batch number and product number. The image also revealed the anchors and suture are not with the device and the actuator has been fully triggered. No physical damage visible to the imaged device. There was no relationship found between the device and the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.